Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscus root re-fix surgery a part of the device broke off. The surgeon was able to retrieve the broken part out of the patient. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was then finished successfully with the lasso technique.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-12990 was received for investigation. Visual inspection identified that the (B)(6) knee scorpion jaw component had broken off of the distal end of the device, and was not returned for assessment. The breakage point at the actuator was slightly bent. A probable cause is attributed to user-applied mechanical forces during use, such as through prying/leveraging.